Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Follow up information reported that the patient received assistance from their doctor and manufacturer¿s representative and their concerns were resolved. If additional information is received, a follow up report will be sent.

Event description:
It was reported there was a power-on-reset (por) condition. It was noted, the patient saw the ¿doctor icon and por.¿ it was reported the por had cleared and they were recharging. It was noted, the patient recharged every other day. It was noted, the patient was on oxygen and used a walker. It was noted, the patient is disfigured and falls ¿a lot.¿ no patient symptoms were reported. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.